Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia to 58 mg/dl during a call while changing a 23-inch, 6 mm steel contact detach infusion set on the ilet system, after which insulin delivery was resumed following guided troubleshooting and education. Symptoms included low blood glucose without loss of consciousness or other acute effects. Outcomes included self-management without use of back-up therapy, ketone testing, professional medical intervention, or transport to a healthcare facility. Investigation included a technical review and user guidance for infusion set replacement and device use. Investigation of this case revealed no device malfunction and indicated user-related factors, including prolonged fasting, as the likely contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational circumstances.